Event description:
It was reported that, at 18,650 joules, the aiming beam fires straight out of the first fiber. The fiber was exchanged, and at 248,263 joules the fiber was noted to be rotating inside the cap and the metal cap remained attached to the fiber. The fiber was exchanged and the procedure was completed with the use of the third fiber. Patient outcome "ok" reported. This report is for the first fiber.

Manufacturer narrative:
(B)(4). (No code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited moderate devitrification at the output window; the metal cap exhibited mild char; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.